Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a documented pause in pacing while the patient was in the hospital. The physician elected to explant the device, as the performance of the product could not be verified. A similar boston scientific crm crt-d was implanted without reported complication. The indicated that the explanted device will be returned for analysis.